Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for concerto basic shower trolley, we have found a number of similar complaints -registered in our complaint handing system since 2010- of a stretcher detachment due a damage of the attaching points. It was reported that during showering the stretcher tilted and patient fell on the floor. A device examination was performed at the customer site and showed that a stretcher is serve damaged and was "repaired" by the customer maintenance by putting a silicone on the broken places, this is not approved by the manufacturer in the way of repairing this kind of damages - as a result of this we conclude that the device failed to meet its specification. The device was being used for a patient handling and contributed to the reported event. The review of provided information showed that the stretcher frame is broken at the stretcher to the frame bolts attachment, the bolts are pulled out of their positions and are not holding in place as the stretcher at that points is damaged, used bolts are not original. Looking at the damage it is obvious that the part should be replaced as using the device with such a malfunction pose a risk for the stretcher detachment and a resident fall in the consequences. The customer maintenance decided to keep the bolts in place by using a silicone, a silicone is elastic material and does not have an abilities to keep the bolts in the correct position what makes the stretcher unstable and is not an authorized way of repair. The condition of the device is a result of the combination of the age, heavy device wear and insufficient service. The device is more than 10 years old - it passed its operational lifetime which per labeling is 10 years. User-service manual provided by the manufacturer does not include repairing the devices by using a silicone and incorrect replacement bolt as presented on photos of the involved device. The user manual advises to replace broken parts with the original parts designed for that product. This information regarding adding a silicone instead of changing damaged part constitutes an unauthorized modification of the device, with a method which was not approved for this product. The occurred event was directly as a result of the incorrect maintenance of the device, we find the unauthorized modification of the lift to constitute to the user error.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported that during patient treatment on the concerto & basic shower trolley the stretcher has detached from the metal frame allowing a patient to fall on the floor. There were no reported injuries from this incident. The arjohuntleigh service technician visiting the customer, after the incident, has found that the fiberglass stretcher was damaged at the bolts attaching points and previously a silicone glue was added to keep the bolts on its place in the stretcher. The equipment has not been serviced by ah technicians in the past. It was noted that the service provider instead of repair the device by changing damaged parts, has glued the stretcher frame by putting a silicone. It is therefore concluded that an unauthorized repair in the consequences provided to the reported incident.